Event description:
The customer reported that the he dropped the insulin pump and the drive support cap is loose. The blood glucose reading was 186mg/dl. Troubleshooting was performed. The caller stated that the reservoir window and well the drive support cap is damage and slightly recessed. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.